Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed; no issues were noted. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing; no issues were observed that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. The patient stated that there were air bubbles in all the lines except the patient line. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. The technical service representative assisted with clearing the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.